Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The sample was not returned. One image was provided. The complaint investigation is confirmed for crossed filter legs and tilt. Based on the available info, the definitive root cause is unk. It is unknown if pt and/or procedural factors contributed to the event. Image review: based on image provided, crossed filter legs can be confirmed. Based on the image provided, filter tilt can be confirmed. Based on image provided, filter removal cannot be confirmed. Pt identifiers are unk/unobtainable despite numerous requests for such.

Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment the filter legs did not fully expand. A recovery cone was used to capture and retrieve the filter without incident. A new vena cava filter was prepped and deployed successfully. There was no known impact or consequence to pt.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections.